Event description:
It was reported that the customer had gone to the emergency room four times. The customer first became ill on (B)(6) 2015. The caller stated that two or three time out of the four the customer was transported by to the hospital by an ambulance. The last hospitalization was on (B)(6) 2015 and was moved to hospice on (B)(6) 2015. The customer passed away on (B)(6) 2015. The cause of death was respiratory failure; pneumonia. The customer also had a cardiovascular disease. The customer's blood glucose, at the time of death, is unknown. The caller stated that the hospital was not checking it. However, in the glucose meter, the last recorded blood glucose value was 286 mg/dl, on (B)(6) 2015 at 8:02pm. The customer was wearing the insulin pump at the time of death. The customer was not using sensors. The caller stated that the insulin pump has been without a battery for three weeks; since the customer's death. The caller agreed to return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery tests. The insulin pump was received with no battery installed. The insulin pump has cracked case at the display window corner, cracked reservoir tube lip and minor scratched lcd window. Data analysis indicates there was no data listed for the dated of (B)(6) 2015 due to the insulin pump received without battery installed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. A request to return the device has been made and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).